Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The leaking could not be duplicated. Substance samples were taken for further analysis. This report will be updated when the evaluation is complete.

Event description:
It was reported that the saw was leaking around the blade mount during a total hip replacement. Procedure was completed with another saw. There was no medical intervention required and no delay in procedure.